Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessels were severely diseased, severely calcified, with moderate tortuosity. The stent grafts were implanted. However, upon removal of the 18 french sheath, the right external iliac artery was perforated. The physician attempted to tamponade the aorta with a reliant balloon, however, the patient lost blood pressure and expired. No additional information has been provided.

Manufacturer narrative:
Evaluation codes, results: death. Other, operative/autopsy reported not provided. Vessels were severely diseased, severely calcified, with moderate tortuosity. Conclusions: operative/autopsy reports not provided. Vessels were severely diseased, severely calcified, with moderate tortuosity.